Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The patient contacted lifescan (lfs) on (B)(6), 2010 alleging that her onetouch ultra2 meter displayed the "apply blood" message even though she had already applied the blood to the test strip. At an unspecified time after the reported issue occurred, she reportedly started to feel shaky and sweaty as a result of the reported issue. The patient administered self-treatment with orange juice and reportedly felt better afterwards. She also claimed that after she ate again at an unspecified time, she started to feel sweaty and dizzy. No other blood glucose results were reported or medical intervention was reported. According to the csr troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient claimed she developed symptoms, suggestive of hypoglycemia, after the "apply blood" message appeared. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Event description:
User received questionable results for creatinine, glucose & sodium on the cobas c501 analyzer. The event involved 3 patient samples. One patient sample gave discrepant results for glucose. The initial result for glucose gave 119 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated which yielded a glucose result of 86 mg/dl. The user believed the initial glucose result of 119 mg/dl was not corrected because "it may have met" a previous glucose result for this patient. No adverse events have been alleged regarding this event. The glucose reagent lot number was not provided. The field service representative (fsr) found a leak in a tubing line and replaced tubing. The fsr ran performance tests to verify analyzer performance.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 17 mg/dl, 248 mg/dl, and 145 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.